Event description:
Information was received from a consumer and healthcare provider regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the patient injured the site of the spinal cord stimulator (B)(6) 2020 after a fall from his truck did not seem to cause any problems but now the stimulator is giving him shocking sensations and pain manufacturer recommends replacement of the generator plan: patient was referred by hcp for replacement of the generator. Risk and complications of surgery discussed including risk of bleeding risk of infection and injury to the leads. Hcp reported they cannot guarantee that replacing the generator will take care of his symptoms and if the leads are injured may need to see a neurosurgeon for replacement of the leads but certainly replacing the generator is the first step. Replacing the generator is taking care of the patient getting feeling of getting shocked. Return to clinic 2 weeks to remove skin stitches. Avoid injury to the site. Medtronic rep was in the office today teaching the patient how to charge the battery and answer any questions that he had. Follow-up visit 6/29/2021 site healed well and suture removed is having some pain in the right posterior thigh however the hcp does not think it associated with his surgery or the spinal cord stimulator.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.